Manufacturer narrative:
Additional phone number: (B)(6). Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) was not able to confirm the failures but found the alarms in the logs. The fse the unit was tested with a trainer balloon. The unit passed all required tests and is ready for use.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had autofill failure and augmentation below limit set alarm intermittently while device was in use. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.